Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17382. It was reported, the pt is no longer receiving effective stimulation and is receiving unwanted rib stimulation. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified x-rays confirmed the left scs lead has migrated. Subsequently, an additional reprogramming was attempted for the right scs lead; however, effective stimulation was only obtained on the left side and rib stimulation occurred on the right side. Surgical intervention is being discussed to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.